Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent surgical intervention where only her ipg was removed (due to ineffective stimulation) and a fusion was performed. It was noted the patient's ipg was removed because the patient had multiple unrelated health issues and comorbidities. As such, the physician did not want to risk removing the paddle lead. Therefore, the paddle lead is still implanted, but inactive.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective stimulation. Reprogramming was unable to resolve the issue. Follow-up information revealed additional reprogramming was able to provide slightly better stimulation coverage, but did not fully resolve the issue. Surgical intervention may be undertaken as the next course of action.